Event description:
It was reported that during a revision rotator cuff repair, the suture penetrator tip broke off; the subscapularis muscle had to be dissected in order to retrieve it. The surgeon was passing suture through the subscapularis and when he pulled back, the penetrator with grasper portion was missing. The surgeon dissected the subscapularis to locate the penetrator tip, which was retrieved. He then performed a convergence to repair the subscapularis. A 5.5 fastak was used to converge the subscapularis to the bone, then the tails were used to reattach to the anterior side of the humerus. The case was a revision rotator cuff repair (rcr); the pt had two previous rcr surgeries performed by other surgeons which were not successful. Over an hour and a half delay in surgery occurred due to the event. The case was completed. Bone quality was reported as soft. Insertion site was the anterior lateral portal. No further pt info was provided at the time of this report or in f/u communication. No add'l adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was returned for eval. Visual inspection revealed a broken tip and a broken distal actuator. Due to device damage, function testing could not be conducted. Device history record revealed nothing relevant to this event. Based on the info provided and device eval, the most likely cause of this type of event is application of excessive force while grasping and manipulating suture or application of excessive leveraging forces. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter.